Event description:
It was reported that a tibial articular surface provisional fractured. All pieces were returned.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Visual examination concludes that the returned device is fractured, where all the pieces are returned and has some type of cosmetic damage. The complaint is considered confirmed as the returned tasp is fractured. The likely condition of the part when it left zb control is considered conforming based on the manufacturing review and returned product. This device used for treatment. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device is fractured, where all the pieces are returned and has some type of cosmetic damage. Device history record was reviewed and no discrepancies were found. Reported information states that the surgeon used a mallet to help insert the poly trial . The persona surgical technique instructs to apply gentle manual pressure without impacting the provisional construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the provisional. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.